Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported the patient faced leakage at site on (B)(6) 2024. The blood glucose level of the patient at the time of issue ranged between 13 to 14 mmol/l. The issue occurred with one infusion set used for approximately one day. No further information was available.